Event description:
The customer reported the ventilator restarted and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported problem. Review of the device diagnostic log history indicated a ventilator restart occurrence. The service technician performed internal and external inspection of the device and reported all connections were properly secure. Performance verification testing was completed and tests passed per operating specifications.